Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced failure to pair and connect the dexcom cgm after training, resulting in the ilet displaying searching for transmitter for several hours until the issue was resolved by removing an active omnipod 5 and re-pairing the dexcom transmitter and new sensor. Symptoms included hyperglycemia with a reported maximum of 275 mg/dl and approximately 15 hours above target without ketone testing or medical intervention. Outcomes included no hospitalization, no professional medical treatment, and no use of backup therapy. Investigation included guided troubleshooting, verification of transmitter and sensor codes, ilet restart and setup review, review of alert history indicating transmitter not found, and assessment of potential radio interference from concurrent wearable devices. Investigation of this case revealed that concurrent use of another insulin delivery device likely interfered with cgm pairing, leading to prolonged search for the transmitter until the interfering device was removed and pairing was reattempted. It was concluded, based on previously established findings for similar reports, that user setup and environmental interference caused the pairing failure, which resolved with correct device configuration and cgm re-pairing.